Event description:
The manufacturer's rep reported that the device system was explanted after an implant duration of 4 months. The device was removed due to diagnosis of tranverse myelitis after radiologic assessment revealed no granuloma. The patient is experiencing diplegic paralysis. The catheter was implanted after the use before date. A follow-up report will be sent if add'l info becomes available.